Event description:
It was reported that more than a year after a coronary artery drug eluting stenting treatment procedure in-stent thrombosis occurred. The lesion site was not reported. On an unknown date, an unspecified taxus express2 drug eluting stent (des) was implanted. The pt discontinued plavix therapy one year after the initial stent procedure. The pt presented with a large anterior myocardial infarction and was diagnosed with in-stent thrombosis at the site of the previously placed taxus express2 des. The pt was treated with tenecteplase (tnk) with reperfusion but the ejection fraction was only 17%. No further info was provided. Several attempts for follow-up have been made but none has been rec'd as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.